Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, there were issues experienced with the loading or firing of the clips. It was unclear if any of the clip were loaded properly. The handle was able to be squeezed. They opened another large clip applier to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: a clip turned and improperly loaded in the jaws. Two twisted clips are next to the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.